Manufacturer narrative:
Batch review performed on 27 august 2021: lot 2009951: (B)(4) items manufactured and released on29-jan-2021. Expiration date: 2026-jan-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without another similar reported event [(B)(4)]. Clinical evaluation performed ba medacta medical affairs department: shoulder dislocation occurred few days after primary reverse shoulder arthroplasty.the components remained intact and we cannot detect any hint of a defect that led to the problem. These events are normal originated by progression of disease to the soft tissues or insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand. Another device involved: batch review performed on 27 august 2021: reverse shoulder system 04.01.0278 sensitin lat. Glenosphere 36xø24.5 (k203755) lot 2012762: (B)(4) items manufactured and released on 18-march-2021. Expiration date: 2026-march-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery 3 days after the primary surgery due to the dislocation of the liner from the glenosphere. The surgeon believes the cause was the presence of a hematoma and the patient's obesity.